Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by implant patient registry, approximately 2 years and 8 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position the valve was explanted due to unknown reasons. An edwards surgical valve was implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Sections g3, g6, h2, h6 clinical code, device code and h10 of this report has been updated. Per clinical review of the medical records, approximately 2 years and 8 months post tavr, the patient was admitted for the 26mm sapien 3 valve prosthetic valve late endocarditis secondary to streptococcus and klebsiella uti. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.